Manufacturer narrative:
The product was not returned for evaluation due to hospital discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. Risks associated this type of event are addressed through inspection verification as part of design control risk management. Quality inspection criteria was found to contain adequate verification checks. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a comprehensive reverse shoulder procedure on (B)(6) 2014. During the procedure while torquing the glenoid post, the square peg on the post fractured off. The surgeon stated that the glenoid was already well set and was able to complete the procedure without any delay or issues. Sales rep said that the fractured piece did not fall into the patient but was thrown away when the sales rep tried to retrieve it. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.